Manufacturer narrative:
At the site, a medtronic rep reloaded the exam, did a pointmerge registration, and everything worked well and as planned with no flips or inconsistencies. The site was instructed on how to properly manipulate the software so this was not an issue. Issue was resolved to continue the surgery. Software has not been evaluated as of the date of this report.

Event description:
A site rep reported loading a CT scan, while in a cranial procedure, and the images were flipped both laterally as well as superior/inferior after a touch-n-go registration. They reloaded the exam and performed a point merge registration. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.